Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The target lesion was located in the moderately tortuous and non calcified left internal to common carotid artery. An 8.0-21 carotid wallstent¿ was advanced over a guidewire; however, the guidewire was unable to come out from the monorail port of the device. The procedure was completed with a different device. No patient complications were reported.